Manufacturer narrative:
Results: the pet lock was slightly compressed but intact. Bends and kinks were present along the pusher assembly approximately 5.0 cm, 13.0 cm, 26.0 cm, 52.0 cm, 103.0 cm, 126.0 cm and 155.0 cm from the proximal end. The pusher assembly distal detachment tip (ddt) was separated from the pusher assembly and not returned for evaluation. The embolization coil had offset and compressed coil winds and was found detached from the pusher assembly ddt. The embolization coil was returned outside of the introducer sheath. Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil. Further evaluation revealed offset and compressed coil winds on the embolization coil and a separated ddt. This coil damage likely contributed to the reported resistance experienced upon retraction. If the device is forcefully retracted against resistance, the ddt may separate from the pusher assembly. If the ddt separates from the pusher, the embolization coil will detach. Further evaluation revealed bends and kinks along the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, after advancing the ruby coil using a lantern delivery microcatheter and a non-penumbra sheath, the physician decided to re-sheath the coil due to the size of the ruby coil being too large for the target vessel. However, while retracting the ruby coil, the physician experienced resistance and the coil unintentionally detached inside of the introducer sheath. Therefore, the lantern was removed containing the ruby coil. The procedure was completed using new ruby coils with the same lantern and the same sheath. There was no report of an adverse effect to the patient.